Event description:
A system operator reported one pt that was overcorrected following refractive surgery. Additional information from the surgeon indicated he does not feel the pt is harmed or injured. The pt is not bothered by the results and is currently using readers. However, a review of the pt's records showed a 1-line decrease in bcva in the right eye.

Manufacturer narrative:
The investigation, including root cause determination is in progress. This report mailed to FDA on: 07/05/2007.